Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("constant excessive and abnormal bleeding") in a female patient who received essure for female sterilisation. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with hysterectomy in (B)(6) 2013. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Company causality comment this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced constant, excessive and abnormal bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Coils were removed approximately 7 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced constant, excessive and abnormal bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Coils were removed approximately 7 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information will be obtained through the litigation process.